Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. Belmont received the fms unit involved in the incident back for investigation on (B)(6) 2022. Although there is no report of patient injury, belmont is working on investigating the device in order to establish the root cause of the incident that was reported. When the fms detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the fms exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. A review of past complaints indicates there have been no other reports of this nature that have lead to fire in heat exchanger. No trend has been identified for this type of issue. There is no known injury to the patient. Once the additional information becomes available, a follow-up report will be provided.

Event description:
The user reported that after running the fms2000 for approximately 3 hours with ns and blood, red cells and ffp that the fms2000 started to smoke and then caught fire on the heat exchanger.the patient was not harmed. Another unit was brought in to finish the procedure and the patient was not harmed.

Manufacturer narrative:
After review of the cited device by a belmont service technician, no evidence of a fire could be verified. No device malfunction could be found after extensive functional testing and stress testing at elevated temperature for 48 hours. Belmont double checked the input and output temperatures from the system, both input and output temperature probes, the power drive module, and all cables in the system for proper connections, and they were all connected and operated properly. Belmont lists compatible fluids and products to be infused with the ri-2 in the operator's manual. It is further stated that calcium should not be added to whole, citrated blood. In this case it was reported that whole blood was infused into the patient. The addition of calcium containing products into citrated whole blood may lead to a clot forming in the heat exchanger and excessive heat. It could not be determined whether calcium was infused in this case. Although it was stated in the description that the 3-spike disposable set was being returned for investigation, it did not arrive for investigation with the unit. The lot number of the disposable set was also not known. Therefore, a thorough investigation into the disposable set was not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The device was system tested and passed with no failures. No device malfunction could be verified and the root cause of the reported issue could not be determined. The device history was reviewed and no previous related malfunctions could be verified on this unit. Belmont will continue to monitor for similar incidents.